Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, there were cutting issues and malformed staples with the device. This led to bleeding on the staple line and the need to open a second instrument to complete the case. There was no pt consequence.